Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed software error. The alarm occurred while customer was attempting to bolus and the device reset. Customer's blood glucose was unknown. The alarm did not occur during the rewind or prime sequence. Self-test was performed and the device failed. Customer was advised the device need to be replaced and she declined returning the device for further analysis.